Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Evaluation summary: analysis of the pump revealed ¿feedthru anomaly ¿ shorting across insulator¿.

Event description:
The patient had increased spasticity/tightness in all his extremities, sweating at the time of replacement surgery, and underdose symptoms of itching all over his body and spasms in his arms. The patient had less than 50% therapy relief. The pump was alarming. The pump logs showed that on (B)(6) 2014 a ¿reset occurred¿, ¿reset occurred ¿ low battery¿, and ¿pump in safe state¿. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.